Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years, 1 month, 8 days post transfemoral tavr procedure with a 29mm sapien 3 valve, the valve is reported to be failing. There was no additional information provided.

Manufacturer narrative:
The reported event for degeneration was unable to be confirmed due to unavailability of returned device/relevant medical record/relevant imagery. A review of the device history report provided no indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Per patient's medical history, patient had vast comorbidities (esrd - hd, renal transplant rejection, htn and etc.), which are known that may increase the risk of valve calcification leading to early valve degeneration. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.